Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were taken to emergency room and hospitalized due to high blood glucose and heart attack on (B)(6) 2019. The customer¿s blood glucose level was 599 mg/dl at the time of hospitalization. The customer was treated with insulin and saline in hospital. Customer stated that she was not in the hospital due to the insulin pump malfunction. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.